Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient's pre-discharge device check the patient was experiencing diaphragmatic stimulation. It was noted that the patient had left upper extremity swelling. The lv (left ventricular) vector was reprogrammed which resolved the issue. It was additionally noted that at the patient's device check ten days post-op there was minimal swelling and moderate bruising from the implant incision site down into mid abdomen. The lv lead remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.